Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer was hospitalized due to diabetes ketoacidosis on (B)(6) 2020. The ambulance took customer in emergency room with the blood glucose value was 300 mg/dl. Customer was running high and had some chest complications. Customer stated that the customer was having pressure and pain. Customer checked his blood glucose and the value was 180 mg/dl and 336 mg/dl. Customer¿s current blood glucose value was 209 mg/dl. Customer had been used insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at time of high blood glucose event. Customer also had chest pain. Customer was treated with intravenous insulin drip. The insulin pump will be returned for analysis.